Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734699. The device has not been evaluated at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the disc drive was damaged. The cd could not be read. There was no patient present.

Manufacturer narrative:
Concomitant medical products - additional information: information references the main component of the system and other applicable components are: product ID: 9734699, serial/lot #: (B)(4). Initial reporter information updated. A medtronic representative went to the site to test the equipment. The cd drive was replaced and the system then passed a system checkout. Fdm, fdr codes apply to this analysis. The cd drive was returned to medtronic for analysis. Analysis revealed that the returned drive was in good condition with no apparent physical damage. The drive was able to load and archive exams without issue. No failures were found. Fdm, fdr codes apply to this analysis. Fdc applies to the overall investigation. If information is provided in the future, a supplemental report will be issued.